Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device was unable to detect a shockable ECG rhythm with the input of a simulated ventricular fibrillation ECG rhythm. Physio determined that the cause of the reported and observed issues was due to capacitor, designator c157 on the analog pcb assembly. The capacitor was electrically shorted. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the wrench icons. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no patient use associated with this event.